Event description:
It was reported that while using bd facscalibur¿ basic sensor unit leakage from the inlet. The following information was reported by the initial reporter "leakage from the inlet of the sheath filter"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that while using bd facscalibur¿ basic sensor unit leakage from the inlet. The following information was reported by the initial reporter "leakage from the inlet of the sheath filter."